Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. It appears the root cause of the problem reported by the customer was due to a crack in the valve casing. Although it is not clear how the crack occurred, it was possible that the pt may have sustained some sort of impact. This however, cannot be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that fluid did not flow through the device. As a result, the value and distal catheter was replaced.